Manufacturer narrative:
Product analysis a still and film image were returned for analysis. In the still image provided the packaging for the fortrex otw pta balloon catheter is shown, the details lot no. On the packaging match that recorded on gch. In the film image provided the fortrex balloon catheter can be seen, blood is observed leaking from the catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fortrex percutaneous transluminal angioplasty balloon experienced a rupture during negative preparation, prior to insertion into the patient. The event occurred in the context of a procedure involving the right renal artery, targeting a soft tissue lesion. The balloon burst longitudinally at an inflation pressure of 16 atms on the first inflation, the balloon did not rupture in patient, it ruptured during pre-inflation. The procedure was completed by replacing the ruptured balloon with a new balloon.